Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the unit did not boot, it was noted that it stayed on the "please wait" screen. The hard drive was reconfigured and the software was reloaded and updated. Also the link electronic module support was added. (B)(4).

Event description:
It was reported that the programmer was not booting up. The programmer was returned for service. No patient complications have been reported as a result of this event.